Event description:
It was reported that the cadd legacy pump emitted double beep sound. The reported event occurred during testing.

Manufacturer narrative:
Returned device was received for evaluation. Evidence of reported problem in event log was found. Unable to repeat customer's reported problem during the evaluation of the device. Visually inspected the pump's event history logs showed "power down pump turned on and pages of high pressure" alarm messages. Signs of fluid ingressions were found on pump by chassis base of the downstream occlusion sensor and upstream occlusion sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.